Manufacturer narrative:
Additional information was received from the reporter stating the event occurred in the major burns department, which is intensive care. It was noted that prior to the event, during a shift change, the patient was in a calm state. The programmed dosages of propofol varied from 35 mg/h to 600 mg/hr. After the occurrence of the occlusion alarm, the nurse administered six boluses of propofol varying from 30 mcg IV to 100 mcg IV. The reporter further informed that the alarm signal was set at the medium setting at the time of the event. "Adequate bolus administration" was provided via vascular catheter at the left subclavian and the patient reportedly recovered following the bolus administration of propofol. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified but not reproduced. The device was found out of specification in relation to the reported system error downstream occlusion alarms, which were verified through a review of the event history log and found to be caused by an out of specification downstream force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated a downstream occlusion alarm during patient sedation therapy for toleration of mechanical ventilation. This alarm was reported to occur every time the patient coughed. The patient was further described to be in an unstable condition necessitating levophed to maintain adequate hemodynamic and oxygen saturation levels. The customer reported that it was impossible to administer a bolus through the pump and there was ¿occlusion of the pathways of sedation and analgesia in progress¿. Additionally, there was backflow of the patient's blood in the tubing to the level of the catheter extensions which prompted the clinicians to irrigate and/ or aspire the passages while the infusion therapy of levophed was in progress. No resistance was reported "at the level of the channels" and blood was observed to flow in reverse "to the level of the channels" when the patient coughed or when they became agitated. The patient's agitation was reported to increase, and the clinicians had to prepare propofol syringes to deliver boluses because it was not possible to do so via the pumps. The patient outcome was not reported. No additional information is available.